Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation results are: the exact cause of the reported positioning difficulties could not be conclusively determined from the pre-implant films provided. The films during implant were not provided. From the pre-implant films provided, the diameter of the right and left external iliac arteries measured ~ 7 mm. The right common iliac artery was 15-14-9 mm over a 50 mm length. The left common iliac artery was 14-7-6 mm over a 45 mm length. The iliacs were moderately tortuous and calcified. The reported pre-op dissection in the lcia was not visualized in the films provided. It is possible that patient's small, tortuous, and calcified iliac arteries may have contributed to the event. Section d information references the main component of the system. Other relevant device is: etbf2816c145e sn (B)(4).

Event description:
An endurant iis stent graft system was inserted in the patient for the endovascular treatment of a 55 mm in diameter abdominal aortic aneurysm. The right common iliac artery measured 9 mm to 14 mm to 15 mm in diameter moving proximally. The left common iliac artery measured 6 mm to 7 mm to 14 mm moving proximally. The common iliac arteries were tortuous. The access vessel size measured between 5 mm and 6 mm in diameter and measured approximately 4 mm in diameter in both of the external iliac arteries. The hypogastric arteries measured between 1 mm and 2 mm in diameter bilaterally. There was a left common iliac artery dissection prior to procedure noted on the CT. It was reported that, during the index procedure, the physician was unable to pass the delivery system through either common iliac artery over another manufacturer's wire. The physician elected to use a different wire that was also from a different manufacturer. However, the endurant iis stent graft delivery system was still unable to be passed through the common iliac arteries. The physician then elected to attempt the procedure using another endurant ii stent graft. However, the delivery system of the new endurant ii stent graft was still unable to be advanced to the intended delivery location. The physician then elected to abort the procedure. However, after closing the patient the physician discovered that the patient did not have pulses bilaterally in the femoral arteries. The physician elected to open the femoral arteries and discovered decreased flow in the left femoral artery. The physician then performed an abdominal aorto-bifemoral procedure on the patient. The event was not resolved. Per the physician, the cause of the event was due to the patient anatomy of bilateral small and tortuous iliac arteries and a possible dissection in the left common iliac artery. No additional sequelae were reported and the patient is being monitored by their physician.